Event description:
Pt reported obtaining back-to-back blood glucose results of 232 mg/dl and 117 mg/dl, while using the suspect device. Pt indicated that no action was taken based on the device results. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.